Event description:
Reporter indicated that the pt was in surgery to replace the generator. The surgery was specifically to address the fact that the generator that was previously implanted was moving around in the generator pocket and would cause pain. The generator was replaced during the surgery, prophylactically, and secured so as to prevent further movement of the generator. All attempts for further info regarding the migration and pain were unsuccessful. The explanted generator has been returned to the MFR for functional analysis, but analysis is not yet complete.